Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
The manufacturer received notification that a pt death occurred while the manufacturer's device was in use for palliative care for end stage sigmoid cancer. The pt was to receive 24 hour diamorphine infusion. The pump was set to deliver 2mm/hr over 24 hours; a 48mm infusion for 24 hour. The infusion was initiated at 1100 on (B)(6) 2011. According to the report the pump infusion ended at 2300 on (B)(6) 2011. Pt expired at approx 0300 on (B)(6) 2011. The syringe was discarded; the pump was seized by the coroner. At the time of this report, the device has not been made available to the manufacturer for evaluation and the cause of death was unk.